Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and alarmed no delivery. The customer¿s blood glucose was 400mg/dl at the time of the incident. The customer reported that the insulin exited during 5.0 unit fixed prime. The customer was reporting a past event. The customer reported that the alarm did not occur during manual prime. The customer reported event was resolved by changing complete set. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.